Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter kink was confirmed but the cause is unknown. A single ap radiograph showing the patient¿s arm/humerus was returned for evaluation. A catheter, consistent with the implicated 4fr d/l powerpicc provena, was seen in the image. An indentation, evident of a kink, was present in the catheter shaft. The kink appeared to be located between the skin surface and the vein. However, the exact location could not be easily determined from the returned image. Possible contributing factors for a kink in the catheter could include the anatomic variables, catheter placement, or catheter securement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen¿. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. The report of a kinked catheter has been documented and will be monitored as part of complaint trending.

Event description:
Customer reported a 4fr dl powerpicc provena inserted in the left upper arm brachial vein on (B)(6) 2022 was found to be kinked on (B)(6) 2023 in the upper 1/3 of the upper extremity per x-ray. PICC was sluggish to flush and had no blood return, resulting in tpa administration on 1/28 and 1/31. Chest x-ray and left upper extremity x-ray taken on (B)(6) due to recurrence of both lumens being sluggish to flush with no blood return. X-ray showed kinking. PICC dwell time was 68 days. A new PICC was inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported a 4fr dl powerpicc provena inserted in the left upper arm brachial vein on (B)(6) 2022, was found to be kinked on (B)(6) 2023, in the upper 1/3 of the upper extremity per x-ray. PICC was sluggish to flush and had no blood return, resulting in tpa administration on 1/28 and 1/31. Chest x-ray and left upper extremity x-ray taken on 2/4 due to recurrence of both lumens being sluggish to flush with no blood return. X-ray showed kinking. PICC dwell time was 68 days. A new PICC was inserted.